Event description:
Boston scientific crm received information that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired due to unspecified cause. At the time of the pt's death, there were no allegations against the functionality of the device. New information received indicates that the pt's family has retained legal counsel and filed a lawsuit. There were no specific allegations contained within the lawsuit.

Manufacturer narrative:
As of this report, the device has not been returned for analysis. There is no add'l info related to this event. We will continue to investigate the complaint, and if add'l info becomes available, the event will be reopened. On june 17, 2005, guidant (now boston scientific) issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Changes to try to prevent this failure mode were made august, 2004. This device was manufactured before august, 2004, and is included in this population. We do not have sufficient info to determine if this device behaved in the manner described in the advisory.